Event description:
Complainant alleged that a female ER nurse (age unknown) was about to defibrillate a pt (age and gender unknown) with the device paddles. The device was charged to 200 joules, when the nurse decided to pace instead of defibrillate the pt. The nurse shut the device off and removed the paddles and connected the electrodes to the device. At this point, the nurse picked up the electrodes and began to attach them to the pt, but the nurse then rec'd an unintended delivery of energy of a mild intensity. The nurse indicated that she did not require any treatment after having rec'd the shock and did not experience any lingering after effects. In addition, the complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The facility's biomedical engineering dept was unable to duplicate the reported malfunction. The device was returned to service and there have been no additional malfunctions reported with the device.